Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and the usm 1 was failing sine cycle test. The usm 1 was replaced with usm 4 to verify if the issues persisted, but the usm 1 was agreed to be replaced. The fse then replaced the universal surgical manipulator (usm) 1 and universal surgical manipulator (usm) 3. The system was verified and ready for use. Usm 1: in remote fe, the ¿31226¿ error was found indicating ¿aurora link error¿ on the usm ¿ac_xc¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿31226¿ error was triggered indicating fault on the ¿ac_xc¿ axis, replicating the reported event. The usm was then installed onto a pftp where ¿the clockspring fiber¿ was found to failing. Once testing was completed, the ¿clockspring fiber¿ was aba tested and was verified to be the source of the fault. Usm 3: during the visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 1126). The unit was also tested on a pftp and failed fiber test (clock spring, parallelogram and rolling loop). Once testing was completed, all fibers were aba tested, and it was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the universal surgical manipulator (usm) 3 was stuck and won't move. The caller stated they did not believe they got an error on the system, but the customer was unable to move usm #3. Tse reviewed system logs and saw error #31226 on usm 3 and a mid-procedure reboot. System also showed that they were now mid-case with instruments installed and the surgeon operating. The customer was proceeding with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that after a couple of attempts to get the arm to work, the surgeon discontinues the use of the arm and the procedure was completed robotically as a 3-arm procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probably root cause is attributed to a faulty clockspring fiber assembly.